Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 health effect - clinical code 4581: slow/no flow. H6 investigation conclusion code 22: the stealth 360® peripheral orbital atherectomy system instructions for user manual states slow flow or no reflow phenomenon is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
Following low speed treatments in a heavily calcified anterior tibial artery (at) and dorsalis pedis artery using a stealth 360 orbital atherectomy device (oad) and balloon angioplasty, slow flow was observed in the peroneal artery and posterior tibial artery. Balloon angioplasty was performed and nitroglycerine was administered into the distal vessels. Slow flow improved, however, was still present in the at at the end of the procedure. The patient was stable.